Event description:
It was originally reported that the hand procedure needed a revision. Follow-up investigation: the patient had a slam (scapholunate axis method) wrist procedure 6 months prior. Patient slipped and fell, re-injuring her wrist. X-rays showed the implant to be broken. The surgeon did a revision repair on (B)(6) 2015, replacing the broken implant.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The most likely cause is as stated in the event that the patient slipped and fell, re-injuring her wrist. The directions for use (dfu-0087) states: postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.